Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history lot: product code: 03.100.033, lot number: 8487345, manufacturing site: bettlach, release to warehouse date: 19. July 2013. A manufacturing record evaluation was performed, for the finished device lot number. And no non-conformances were identified. Investigation summary background: it was reported that on (B)(6) 2021, the 2.5mm hex screw driver is stripped. And can no longer be used to tighten a screw. The doctor used a second screw driver, and the case was completed successfully. There was no surgical delay reported. This complaint involves two (2) devices. Investigation flow: damage. Visual inspection: the 3.5mm screwdriver shaft hexagonal-long (part # 03.100.033, lot #8487345) was received at us cq. The distal tip of the device was twisted and worn. The tip was twisted in the direction of tightening. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified, during inspection. The received condition is consistent with the complaint condition. Thus the complaint is confirmed. Conclusion: after a visual inspection per guidance provided in windchill document # (B)(4), it is determined, that the reusable instrument is worn from repeated use and servicing. Therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed, that may have contributed to the complaint condition. Therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the small hexagonal screwdriver and screwdriver shaft were stripped and could not be used to tighten a screw. The procedure was successfully completed using another screwdriver. There was no surgical delay. There was no patient consequence. This report is for one (1) 3.5mm screwdriver shaft hexagonal-long. This is report 2 of 2 for (B)(4).